Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error b30 occurred. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not duplicated, but the error e216 occurred and the image of the subject device was not displayed because connector movement occurred and the electrical contacts inside the connector were corroded and deformed. Olympus (B)(4) assumed that the phenomenon was caused by water ingress or deformation of the scope connector. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases about ¿error b30¿, since it has not been reproduced in the repair department, it is speculated that the user connected the device with the device without sufficiently drying the electrical contact point of the video connector and with foreign bodies (e.g., chemical residue, water cerumen, sebum contamination, dust, gauze), which resulted in unstable electrical connections, failed communication between the scope and the video controller, and resulted in b30 errors (scope communication errors). Based on the past similar cases about ¿no image¿, it is speculated that corrosion and deformation of the pin occurred when the user connected the device without sufficiently drying the electrical contact point of the video connector and with foreign bodies (such as chemical residue, water cerumen, sebum staining, dust, gauze), etc.). When the electric contact point is unstable, it may fail to transmit images and communicate between the scope and videoprocessors, resulting in the loss of images and e216 errors (scope communication errors). The above device handling has warned in the instruction manual as follows. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.